Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor power supply voltage error detected alarm, trace pointers invalid alarm, post reset ram crc alarm, history pointers failed alarm and failed battery test alarm on the insulin pump. Customer¿s blood glucose level was unknown. Customer replaced the battery on the device and the failed battery test alarm did not recur. Customer received the other alarms multiple times on the insulin pump and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device was monitored for 24 hrs. The battery was removed from pump and monitored for 10 minutes. The device powered up properly after insertion of the battery and no pump error 23, 49, 41, 68 or failed battery test alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The motor was tested outside the device and passed. The device was received with minor scratched display window, case and keypad overlay.